Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use one resolute onyx rx drug eluting stent to treat a vessel which was severely calcified and tortuous. The lesion was pre-dilated. There was no damage to the device packaging, no difficulties removing the device from the hoop. No resistance noted when removing the protective sheath. The sheath was gripped on the most distal end of the sheath during removal from over the stent. On inspection no abnormalities were noted. The stent was not directly touched. Resistance was encountered when advancing the device towards the lesion, excessive force was not applied. It was reported that stent deformation (uneven stent struts) occurred during positioning. No patient injury was reported. The physician completed the procedure with a resolute onyx 3.0 x 15mm stent. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 3rd and 4th distal stent wraps with struts raised and overlapping. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.